Event description:
Registered hygenist was doing routine prophy on upper right quadrant when approximately 4mm of scaler tip broke off inpt's mouth and was evacuated by aspirator. Pt was not injured. Tip had been working normally up to the moment it broke.